Manufacturer narrative:
Device evaluated by MFR: the reported device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approx. 3mm proximal from the distal markerband. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 22may2025. It was reported that balloon inflation failure occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During first inflation, the pressure started at 2 atmospheres and increased from 2 atmospheres to 10 atmospheres and then it deflated. During the second inflation, the blade position was shifted, and the pressure was to be increased from 4 atmospheres to 8 atmospheres and then to 10 atmospheres, but the pressure did not rise to 10 atmospheres. The device was removed, and pressure was applied outside the body again, but the pressure did not rise. The procedure was completed using this device. There were no patient complications as a result of this event. However, device analysis revealed a balloon pinhole leak approximately 3mm proximal from the distal markerband.